Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During the interrogation, the left ventricular (lv) lead exhibited loss of capture. Fluoroscopy was performed and revealed a dislodgement of the lv lead. The lv lead was explanted and replaced on (B)(6)2024. The patient was in stable condition.